Manufacturer narrative:
(B)(4). [D4, g4: pt101ee is not sold in the USA but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895]. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. Method: the subject airvo 2 was received by fisher & paykel healthcare (f&p) where it was inspected by a trained f&p investigation engineer. The device was performance tested and the audible alarm function was checked. Results: during testing, the speaker of the subject airvo 2 was found to be operational and provided audible alarms. Conclusion: f&p is unable to determine what may have caused the reported failure as there was no fault found with the returned subject airvo 2.

Event description:
A distributor in czech republic reported via a fisher and paykel healthcare (f&p) field representative an issue with a pt101 airvo 2 humidifier (airvo 2). During device evaluation at the f&p regional office in germany, it was found that the subject device had a low audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in czech republic reported via a fisher and paykel healthcare (f&p) field representative an issue with a pt101 airvo 2 humidifier (airvo 2). During device evaluation at the f&p regional office in germany, it was found that the subject device had a low audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). [D4: pt101ee is not sold in the USA but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895]. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier 4with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users.